Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02729. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Manufacturer a' investigation conclusion: a direct correlation between the device and the reported gi bleeding, upper respiratory infection, and right heart failure could not be conclusively determined through this evaluation. The device remained in use at the time of the reported event. The heartmate 3 lvas lists bleeding, infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the presented to the clinic with 1 day of upper respiratory tract infection symptoms and 4 days of melena and nausea in the setting of naproxen use. The patient was found to have acute blood loss anemia on labs in the clinic. No further information was provided.